Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5vdc power supply was evaluated and calibrated to the optimal operating voltage. Replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the sys exhibited communication failure errors and failed to boot to a usable state. No pt serious injury or death was reported related to this event.